Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed a bicarbonate buffer test and found the sensor had failed per specifications because the sensor cannula was cracked. It was also found that the cannula was bent and was unable to confirm the customer received a sensor in said condition because the customer had returned it.

Event description:
The customer called in to report that the transmitter did not blink when connected to the sensor. The customer's blood glucose level was 78 mg/dl. The customer stated that they charged the transmitter. The customer reported that the sensor cannula was bent. The customer stated the tape of the sensor had peeled and they received 2 calibration error alerts and a lost sensor alert. The customer threw away the sensors. The customer declined to troubleshoot. The customer changed the sensor. The customer's products were replaced and returned.